Manufacturer narrative:
This device is not sold in the us but a similar device is. The device is returned and an evaluation completed for it. Upon inspection of the device, it was observed the adhesive of the light guide lens was peeling. Evaluation is ongoing. Supplemental report(s) will be submitted when any relevant new information is available.

Event description:
This device was returned for evaluation and repair of the issue of broken elevator wire. There is no reported harm to any patient or persons. Upon evaluation of the returned device, it was observed the adhesive of the light guide lens was peeling. This medwatch is being submitted for the reportable issue of the peeling adhesive of the light guide lens observed during device evaluation.

Manufacturer narrative:
Additional information has been received from the customer. This supplemental report is being submitted to provide this information.

Event description:
Addendum jun 1, 2022: there was no patient involvement in the customer reported event of broken elevator wire.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to stress during operation, external factors, or handling. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Correction to the initial medwatch. The aware date should be 27-mar-2022. Investigation activities have been opened to manage the actions related to this report and any required MDR reporting. If additional information becomes available, this report will be supplemented accordingly. Olympus will continue to monitor field performance for this device.